Manufacturer narrative:
Continuation of medical devices: dtba1d1 ICD implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was undersensing. The lead is being monitored by the physician and remains in use. No patient complications have been reported as a result of this event.